Manufacturer narrative:
Evaluation results: (root cause could not be identified). Inherent risk of procedure (reaction). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause could not be identified). Inherent risk of procedure (reaction). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
It is reported that a resolute stent was implanted and afterwards the patient experienced a rash. Patient does not have any known metal allergies.